Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula. The download data showed that an 0x6a alarm was generated and timeouts occurred. The pod was reset and rerun and was able to successfully complete a 5u bolus without any abnormalities; the timeouts and alarm were not replicated. Fluid was able to flow through the fluid path with no signs of struggle and inspection of the drive components found no abnormalities that would cause an alarm; a root cause for the alarm could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 385 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Ketones were also tested and results were negative. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).